Manufacturer narrative:
The device ro10013 has been inspected for investigation purpose. Visual inspection confirmed that the plate was not sufficiently glued. Additional glue was applied to secure the plate.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the robot arm plate was non-functional. There was no patient involvement reported.